Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery dropped form 40% to 10%. Following the battery drop, the customer was having difficulty charging the pump past 50%. The customer's blood glucose level was 140 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.